Event description:
On (B)(6) 2011 pt reported having concern with the down button on the infusion device. Pt stated she noticed the issue while bolusing. Pt reported the button pops back up after being pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.